Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. Troubleshooting was performed, including programming and x-ray imaging obtained. A lead migration was confirmed. The leads were revised to resolve the reported event. The patient is confirmed to be receiving therapy following the lead revision procedure.